Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. The part was received broken into 6 fragments. The area with the lot number is damaged making lot number illegible. It appears some fragments are missing and there is a gouge to the teeth in two of the small fragments. Most of the teeth are rounded over. This complaint is indeterminate due to the unmeasurable condition of several part features. Without a lot number a device history record review could not be completed.

Event description:
It was reported during an oracle procedure - l2-l4. The trial handles became jammed on the trial spacers. The handles would not come off the trial spacers. The alif spreader also began to stick to the handles. A mallet was used to separate the devices. Used another hammer. The oracle spacer broke while inserting. All pieces were retrieved. Another spacer was inserted. Added an additional 20 mins to the procedure. This is 2 of 7 reports for the same event.